Event description:
The catheter was placed and functioned for approx one day. The surgeon initially had difficulty attaching the catheter to the bedside monitor. Several cables and monitors wre tried and eventually the customer was able to get the catheter to work for one day. On the second day, no icp or waveform was observed. The catheter was removed and discarded. A second catheter was inserted which also worked for approximately one day. Pt is sedated and calm. After the second catheter stopped working, customer discontinued monitoring of the pt. The neurospecialist visited the account and checked the monitors, verifying they are functioning properly. Several different multi parameter monitors were used while trying to troubleshoot the problem with the catheters.